Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2011, inratio: 3.4, lab: 2.6. Date: (B)(6) 2011, 2.5. Results done within minutes of each other.